Event description:
The patient's demographics were unknown. The target lesion was the distal rca and the posterior descending. It was unknown if the lesion was de novo. The vessel was heavily calcified and highly tortuous. There was 90% stenosis. Pre-dilation was conducted with a lacrosse 2.5 x 10mm balloon. Then a 2.5 x 28mm cypher stent was being delivered to the target lesion however, prior to reaching the distal rca, there was resistance encountered due to heavy calcification. Therefore, the cypher was removed out of the patient, and the physician confirmed the stent was flared. Then a minivision bare metal stent was safely implanted, and the procedure was successfully finished. There was no patient injury reported. The product was clinically used, and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.